Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the valeo biliary stent products that are cleared in the us. The pro code and 510 k number for the valeo biliary stent products are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2023). Device pending return.

Event description:
It was reported that during a stent placement procedure, the device allegedly struck with the sheath and balloon got with stent and came out together. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one valeo pta dilatation catheter was received for evaluation. During visual evaluation, the sample was noted to have blood residue. The stent was returned loose on the catheter proximal to the balloon. The balloon protector was removed and the balloon was examined under magnification, stent crimp marks were visible on the balloon. Damage was noted to the stent. No kinks to the catheter, no anomalies to the luers, y-body were noted. Functional testing was not performed. Therefore, the investigation is confirmed for the reported separation failure since the stent was noted to be damaged and loose on the catheter proximal to the balloon. Three electronic photos were reviewed. The first photo shows the valeo pta dilatation catheter and balloon. The stent is noted to be damaged and separated from the balloon. The second photo shows a close-up of the valeo pta dilatation catheter and balloon. The stent is noted to be damaged and separated from the balloon. The third photo shows a close-up of the stent on the valeo pta dilatation catheter. The stent is noted to be damaged and separated from the balloon. Therefore, based on the photo review, the reported separation failure can be confirmed since the stent is noted to damaged and separated from the balloon. A definitive root cause for the alleged separation failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the valeo biliary stent products that are cleared in the us. The pro code and 510 k number for the valeo biliary stent products are identified in d2 and g4. H10: d4 (expiry date: 03/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure, the device allegedly struck with the sheath and balloon got with stent and came out together. The procedure was completed using another device. There was no reported patient injury.